Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration") and device breakage ("essure was broken") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced adverse event ("symptomatic manifestations, various health disorder from essure placement to its removal"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage and adverse event outcome was unknown. The reporter considered adverse event, device breakage and device dislocation to be related to essure. The reporter commented: in (B)(6) 2011, the patient underwent surgical intervention consisting of electrocoagulation of the proximal part of the fallopian tubes, with no essure removal. Diagnostic results: (B)(6) 2011 - essure confirmation test: it was observed that essure had migrated and was broken. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration / stainless steel inner coil and part of the coil was epiploic / the other part of the coil was in isthmus of right fallopian tube / a piece of one millimeter was found in horn, other part of implant remained abdominal"") and device breakage ("essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dermatitis allergic (to some earrings and some bangles.). Patient did not know that she was allergic to nickel, but she indicated that some earrings and some bangles triggered her skin allergic reactions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menometrorrhagia ("menometrorrhagia"), fatigue ("chronic fatigue / extreme and continuous fatigue"), visual impairment ("vision disorder"), eye burns ("eye burns"), amnesia ("memory loss"), speech disorder ("speech disorders"), alopecia ("hair loss"), gastrointestinal disorder ("intestinal disorders") and back pain ("low back pain"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On (B)(6) 2017, 6 years 10 months after insertion of essure, the patient experienced erythema ("redness at 48 hours on allergy test to nickel and titanium"). On an unknown date, the patient experienced migraine ("frequent migraines"), insomnia ("insomnia"), depression ("depression"), acne ("very important acne"), dry skin ("very dry skin"), pelvic pain ("pelvic pain"), eye pain ("eye pain"), eating disorder ("difficulty eating") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy and essure removal on (B)(6) 2017). Essure was removed (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menometrorrhagia, fatigue, visual impairment, eye burns, amnesia, speech disorder, alopecia, gastrointestinal disorder, back pain, migraine, insomnia, depression, acne, dry skin, pelvic pain, eye pain, eating disorder and metrorrhagia had resolved and the erythema outcome was unknown. The reporter considered acne, alopecia, amnesia, back pain, depression, device breakage, device dislocation, dry skin, eating disorder, erythema, eye burns, eye pain, fatigue, gastrointestinal disorder, insomnia, menometrorrhagia, metrorrhagia, migraine, pelvic pain, speech disorder and visual impairment to be related to essure. The reporter commented: in (B)(6) 2011, the patient underwent surgical intervention consisting of electrocoagulation of the proximal part of the fallopian tubes, with no essure removal. On (B)(6) 2017, the essure device was removed (hysterectomy). The intervention was complicated. It was observed that the right essure was in two pieces: stainless steel inner coil and part of the coil was epiploic and other part of the coil was in isthmus of right fallopian tube. The left essure was also broken in two part, almost transfixing immediately after removal, pain resolved and the fatigue also. The patient saw all her symptoms resolved and can again live a normal life. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel and titanium: - negative 72hs (B)(6) 2011 - essure confirmation test: it was observed that essure had migrated and was broken: a piece of one millimeter was found in horn, other part of implant remained abdominal. No allergy tests had been performed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration / stainless steel inner coil and part of the coil was epiploic / the other part of the coil was in isthmus of right fallopian tube / a piece of one millimeter was found in horn, other part of implant remained abdominal"'), device breakage ('essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)') and menometrorrhagia ('menometrorrhagia') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis allergic (to some earrings and some bangles.) And parity 4. Patient did not know that she was allergic to nickel, but she indicated that some earrings and some bangles triggered her skin allergic reactions. No past medical history of menometrorrhagia. Concomitant products included hydroxyprogesterone caproate (progesterone retard pharlon), ibuprofen since (B)(6) 2017 and paracetamol since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue / extreme and continuous fatigue"), visual impairment ("vision disorder"), eye burns ("eye burns"), amnesia ("memory loss"), speech disorder ("speech disorders"), alopecia ("hair loss"), gastrointestinal disorder ("intestinal disorders") and back pain ("low back pain"). In march 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced anxiodepressive syndrome ("anxiodepressive syndrome"). On (B)(6) 2017 2017, the patient experienced dermatitis allergic ("redness at 48 hours on allergy test to nickel and titani"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced migraine ("frequent migraines"), insomnia ("insomnia"), depression ("depression"), acne ("very important acne"), dry skin ("very dry skin"), pelvic pain ("pelvic abdominal pain"), eye pain ("eye pain"), eating disorder ("difficulty eating"), metrorrhagia ("metrorrhagia"), hypertension ("hypertension") and iron deficiency anaemia ("iron anemia"). The patient was treated with surgery (endo uterine curettage and hysterectomy and essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menometrorrhagia, fatigue, visual impairment, eye burns, amnesia, speech disorder, alopecia, gastrointestinal disorder, back pain, migraine, insomnia, depression, acne, dry skin, eye pain, eating disorder and metrorrhagia had resolved, the pelvic pain and anxiodepressive syndrome had not resolved and the dermatitis allergic, hypertension and iron deficiency anaemia outcome was unknown. The reporter considered acne, alopecia, amnesia, anxiodepressive syndrome, back pain, dermatitis allergic, device breakage, device dislocation, dry skin, eating disorder, eye burns, eye pain, fatigue, gastrointestinal disorder, hypertension, insomnia, iron deficiency anaemia, menometrorrhagia, metrorrhagia, migraine, pelvic pain, speech disorder, visual impairment and depression to be related to essure. The reporter commented: in (B)(6) 2011, the patient underwent surgical intervention consisting of electrocoagulation of the proximal part of the fallopian tubes, with no essure removal. (B)(6) 2011: right fallopian tube ligation was performed with no essure removal. (B)(6) 2016: curretage for persistent metrorrhagia. Conclusion: endo uterine curettage no suspicious structure of malignancy or hyperplastic. On (B)(6) 2017, the essure device was removed (hysterectomy). The intervention was complicated. It was observed that the right essure was in two pieces: stainless steel inner coil and part of the coil was epiploic and other part of the coil was in isthmus of right fallopian tube. The left essure was also broken in two part, almost transfixing immediately after removal, pain resolved and the fatigue also. The patient saw all her symptoms resolved and can again live a normal life. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: 2 implants, right essure on right iliac side, estimated measure between two implants on distal parts: 10.1 cm it was observed that essure had migrated and was broken: a piece of one millimeter was found in horn, other part of implant remained abdominal.. Allergy test - on (B)(6) 2017: results: nickel and titanium: - negative 72hs. Nuclear magnetic resonance imaging - in (B)(6) 2018: ovaires normal in size and morphology without cysts or suspect mass. Ultrasound pelvis - on (B)(6) 2017: found right essure broke in two parts; no adenomyosis or uterine fibroma; on (B)(6) 2018: monitoring after essure removal: no more essure pieces were found. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2019: case extraction form was received. Information added: event "iron anemia", concomitant medication "progesterone" and lab data. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration / stainless steel inner coil and part of the coil was epiploic / the other part of the coil was in isthmus of right fallopian tube / a piece of one millimeter was found in horn, other part of implant remained abdominal"'), device breakage ('the placement was complicated by a fracture of the right implant which led to its migration into the abdominal cavity / essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)') and menometrorrhagia ('menometrorrhagia') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the placement was complicated by a fracture of the right implant which led to its migration into the abdominal cavity / essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)" (seriousness criterion medically significant) in 2011. The patient's medical history included meningitis (at 5 years-old) in 1978, dermatitis allergic (to some earrings and some bangles.), parity 4, venous malformation nos, migraine and asthma. Patient did not know that she was allergic to nickel, but she indicated that some earrings and some bangles triggered her skin allergic reactions. No past medical history of menometrorrhagia. Previously administered products included for migraines: laroxyl. Concurrent conditions included acne. Concomitant products included ferrous sulfate (tardyferon) from (B)(6) 2016 to (B)(6) 2016 and tranexamic acid (exacyl) from (B)(6) 2016 to (B)(6) 2016 for metrorrhagia as well as hydroxyprogesterone caproate (progesterone retard pharlon), ibuprofen since (B)(6) 2017 and paracetamol since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("she experienced bilateral pelvic pain for 15-20 days post-procedure essure"). In (B)(6) 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue / extreme and continuous fatigue"), visual impairment ("vision disorder"), thermal burns of eye ("eye burns"), amnesia ("memory loss"), speech disorder ("speech disorders"), alopecia ("hair loss"), gastrointestinal disorder ("intestinal disorders") and back pain ("lowe back pain"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced metrorrhagia ("metrorrhagia / abundant metrorrhagia"). On (B)(6) 2016, the patient experienced urinary tract infection ("lower urinary tract infection") with back pain and abdominal pain. In 2017, the patient experienced mixed anxiety and depressive disorder ("anxiodepressive syndrome"). On (B)(6) 2017, the patient experienced ovarian cyst ("cyst of 4 cm in the left ovary"). In (B)(6) 2017, the patient experienced adenomyosis ("intrauterine adenomyosis"). On (B)(6) 2017, the patient experienced dermatitis allergic ("redness at 48 hours on allergy test to nickel and titani"). On an unknown date, the patient experienced migraine ("frequent migraines"), insomnia ("insomnia"), depression ("depression"), acne ("very important acne / acne"), dry skin ("very dry skin"), pelvic pain ("pelvic abdominal pain"), eye pain ("eye pain"), eating disorder ("difficulty eating"), hypertension ("hypertension") and iron deficiency anaemia ("iron anemia"). The patient was treated with surgery (endo uterine curettage and hysterectomy and essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menometrorrhagia, fatigue, visual impairment, thermal burns of eye, amnesia, speech disorder, alopecia, gastrointestinal disorder, back pain, migraine, insomnia, depression, acne, dry skin, eye pain, eating disorder and metrorrhagia had resolved, the pelvic pain and mixed anxiety and depressive disorder had not resolved and the dermatitis allergic, hypertension, iron deficiency anaemia, procedural pain, urinary tract infection, ovarian cyst and adenomyosis outcome was unknown. The reporter considered acne, adenomyosis, alopecia, amnesia, back pain, depression, dermatitis allergic, device breakage, device dislocation, dry skin, eating disorder, eye pain, fatigue, gastrointestinal disorder, hypertension, insomnia, iron deficiency anaemia, menometrorrhagia, metrorrhagia, migraine, mixed anxiety and depressive disorder, ovarian cyst, pelvic pain, procedural pain, speech disorder, thermal burns of eye, urinary tract infection and visual impairment to be related to essure. No further causality assessment were provided for the product. The reporter commented: in (B)(6) 2010 essure insertion performed without anesthesia, the placement was complicated by a fracture of the right implant which led to its migration into the abdominal cavity, and a perforation of the left tube. These two complications are responsible for pelvic pain. She experienced bilateral pelvic pain for 15-20 days post-procedure. In (B)(6) 2011, the patient underwent surgical intervention consisting of electrocoagulation of the proximal part of the fallopian tubes, with no essure removal. She hospitalized (B)(6) 2011) for laparoscopic ligation of both tubes. Mirena-like ius ablation was performed with no essure removal. On (B)(6) 2016: curretage for persistent metrorrhagia. Conclusion: endo uterine curettage no suspicious structure of malignancy or hyperplastic. On (B)(6) 2017, the essure device was removed (hysterectomy). The intervention was complicated. It was observed that the right essure was in two pieces: stainless steel inner coil and part of the coil was epiploic and other part of the coil was in isthmus of right fallopian tube. The left essure was also broken in two part, almost transfixing immediately after removal, pain resolved and the fatigue also. The patient saw all her symptoms resolved and can again live a normal life. In 2018 nebiovol 5mg/day and roaccutane were prescribed to hypertension and acne respectively, and she were submitted to ablation of colon polyps in, laparoscopic cholecystectomy. On (B)(6) 2019 ovarian atrophy/dystrophy and depression which was prescribed escitalopram, on (B)(6) 2019 cymbalta, xanax, brintellix . On (B)(6) 2021 physician reported she suffered from adenomyosis exacerbated by the estrogenic climate of the peri-menopausal period. This pathology is the cause of pelvic pain and menometrorrhagia. In general, the multiple symptoms of which the patient complained are not related to essure implants. These two complications are the fault of the healthcare establishment. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: 2 implants, right essure on right iliac side, estimated measure between two implants on distal parts: 10.1 cm it was observed that essure had migrated and was broken: a piece of one millimeter was found in horn, other part of implant remained abdominal.. Allergy test - on (B)(6) 2017: results: nickel and titanium: - negative 72hs. Computerised tomogram pelvis - on (B)(6) 2017: broken right implant with epiploic migration and left implant in cornual position. Gynaecological examination - on (B)(6) 2016: dilation and curettage procedure was associated with a mirena insertion. No structural hyperplasia or suspicious malignity. No endometrial hyperplasia. No workup for uterine adenomyoma performed. Magnetic resonance imaging - in (B)(6) 2018: ovaires normal in size and morphology without cysts or suspect mass. Pathology test - in (B)(6) 2017: histology post-essure ablation intrauterine adenomyosis. Ultrasound abdomen - in (B)(6) 2018: performed for abdominal pain ¿ revealed uncomplicated gallstones. Ultrasound pelvis - on (B)(6) 2016: performed for menometrorrhagia ¿ no anomalies identified; on (B)(6) 2017: enlarged uterus measuring 103x50 mm with a thin endometrium and a functional cyst of 4 cm in the left ovary. It confirms the fracture and migration of the right implant; on (B)(6) 2017: found right essure broke in two parts; no adenomyosis or uterine fibroma; on (B)(6) 2018: monitoring after essure removal: no more essure pieces were found. . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-apr-2021: the following information were updated new reporter hcp, medical history, history drug, lab data; concomitant treatment drugs, new events : post procedural pain, lumbar pain, abdominal pain, lower urinary tract infection, device insertion difficult, ovarian cyst, adenomyosis uteri , onset date was added to metrorrhagia, hypertension. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration / stainless steel inner coil and part of the coil was epiploic / the other part of the coil was in isthmus of right fallopian tube / a piece of one millimeter was found in horn, other part of implant remained abdominal"'), device breakage ('the placement was complicated by a fracture of the right implant which led to its migration into the abdominal cavity / essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)') and menometrorrhagia ('menometrorrhagia') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the placement was complicated by a fracture of the right implant which led to its migration into the abdominal cavity / essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)" (seriousness criterion medically significant) in 2011. The patient's medical history included meningitis (at 5 years-old) in 1978, dermatitis allergic (to some earrings and some bangles.), parity 4, venous malformation nos, migraine and asthma. Patient did not know that she was allergic to nickel, but she indicated that some earrings and some bangles triggered her skin allergic reactions. No past medical history of menometrorrhagia. Previously administered products included for migraines: laroxyl. Concurrent conditions included acne. Concomitant products included ferrous sulfate (tardyferon) from (B)(6) 2016 to (B)(6) 2016 and tranexamic acid (exacyl) from (B)(6) 2016 to (B)(6) 2016 for metrorrhagia as well as hydroxyprogesterone caproate (progesterone retard pharlon), ibuprofen since (B)(6)2017 and paracetamol since (B)(6)-2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("she experienced bilateral pelvic pain for 15-20 days post-procedure essure"). In (B)(6) 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue / extreme and continuous fatigue"), visual impairment ("vision disorder"), thermal burns of eye ("eye burns"), amnesia ("memory loss"), speech disorder ("speech disorders"), alopecia ("hair loss"), gastrointestinal disorder ("intestinal disorders") and back pain ("lowe back pain"). In march 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced metrorrhagia ("metrorrhagia / abundant metrorrhagia"). On (B)(6) 2016, the patient experienced urinary tract infection ("lower urinary tract infection") with back pain and abdominal pain. In 2017, the patient experienced mixed anxiety and depressive disorder ("anxiodepressive syndrome"). On (B)(6) 2017, the patient experienced ovarian cyst ("cyst of 4 cm in the left ovary"). In (B)(6) 2017, the patient experienced adenomyosis ("intrauterine adenomyosis"). On (B)(6) 2017, the patient experienced dermatitis allergic ("redness at 48 hours on allergy test to nickel and titani"). On an unknown date, the patient experienced migraine ("frequent migraines"), insomnia ("insomnia"), depression ("depression"), acne ("very important acne / acne"), dry skin ("very dry skin"), pelvic pain ("pelvic abdominal pain"), eye pain ("eye pain"), eating disorder ("difficulty eating"), hypertension ("hypertension") and iron deficiency anaemia ("iron anemia"). The patient was treated with surgery (endo uterine curettage and hysterectomy and essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menometrorrhagia, fatigue, visual impairment, thermal burns of eye, amnesia, speech disorder, alopecia, gastrointestinal disorder, back pain, migraine, insomnia, depression, acne, dry skin, eye pain, eating disorder and metrorrhagia had resolved, the pelvic pain and mixed anxiety and depressive disorder had not resolved and the dermatitis allergic, hypertension, iron deficiency anaemia, procedural pain, urinary tract infection, ovarian cyst and adenomyosis outcome was unknown. The reporter considered acne, adenomyosis, alopecia, amnesia, back pain, depression, dermatitis allergic, device breakage, device dislocation, dry skin, eating disorder, eye pain, fatigue, gastrointestinal disorder, hypertension, insomnia, iron deficiency anaemia, menometrorrhagia, metrorrhagia, migraine, mixed anxiety and depressive disorder, ovarian cyst, pelvic pain, procedural pain, speech disorder, thermal burns of eye, urinary tract infection and visual impairment to be related to essure. The reporter commented: in (B)(6) 2010 essure insertion performed without anesthesia, the placement was complicated by a fracture of the right implant which led to its migration into the abdominal cavity, and a perforation of the left tube. These two complications are responsible for pelvic pain. She experienced bilateral pelvic pain for 15-20 days post-procedure. In (B)(6) 2011, the patient underwent surgical intervention consisting of electrocoagulation of the proximal part of the fallopian tubes, with no essure removal. She hospitalized ((B)(6) 2011) for laparoscopic ligation of both tubes. Mirena-like ius ablation was performed with no essure removal. On (B)(6) 2016: curretage for persistent metrorrhagia. Conclusion: endo uterine curettage no suspicious structure of malignancy or hyperplastic. On 30-oct-2017, the essure device was removed (hysterectomy). The intervention was complicated. It was observed that the right essure was in two pieces: stainless steel inner coil and part of the coil was epiploic and other part of the coil was in isthmus of right fallopian tube. The left essure was also broken in two part, almost transfixing immediately after removal, pain resolved and the fatigue also. The patient saw all her symptoms resolved and can again live a normal life. In 2018 nebiovol 5mg/day and roaccutane were prescribed to hypertension and acne respectively, and she were submitted to ablation of colon polyps in, laparoscopic cholecystectomy. On (B)(6)-2019 ovarian atrophy/dystrophy and depression which was prescribed escitalopram, on (B)(6) 2019 cymbalta, xanax, brintellix . On (B)(6) 2021 physician reported she suffered from adenomyosis exacerbated by the estrogenic climate of the peri-menopausal period. This pathology is the cause of pelvic pain and menometrorrhagia. In general, the multiple symptoms of which the patient complained are not related to essure implants. These two complications are the fault of the healthcare establishment. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2011: 2 implants, right essure on right iliac side, estimated measure between two implants on distal parts: 10.1 cm it was observed that essure had migrated and was broken: a piece of one millimeter was found in horn, other part of implant remained abdominal.. Allergy test - on (B)(6) 2017: results: nickel and titanium: - negative 72hs. Computerised tomogram pelvis - on (B)(6) 2017: broken right implant with epiploic migration and left implant in cornual position. Gynaecological examination - on (B)(6) 2016: dilation and curettage procedure was associated with a mirena insertion. No structural hyperplasia or suspicious malignity. No endometrial hyperplasia. No workup for uterine adenomyoma performed. Magnetic resonance imaging - in (B)(6) 2018: ovaires normal in size and morphology without cysts or suspect mass. Pathology test - in (B)(6) 2017: histology post-essure ablation intrauterine adenomyosis. Ultrasound abdomen - in (B)(6) 2018: performed for abdominal pain ¿ revealed uncomplicated gallstones. Ultrasound pelvis - on (B)(6) 2016: performed for menometrorrhagia ¿ no anomalies identified; on (B)(6) 2017: enlarged uterus measuring 103x50 mm with a thin endometrium and a functional cyst of 4 cm in the left ovary. It confirms the fracture and migration of the right implant; on (B)(6) 2017: found right essure broke in two parts; no adenomyosis or uterine fibroma; on (B)(6) 2018: monitoring after essure removal: no more essure pieces were found. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration / stainless steel inner coil and part of the coil was epiploic / the other part of the coil was in isthmus of right fallopian tube / a piece of one millimeter found in horn, other part of implant remained abdominal'), device breakage ('placement complicated by a fracture of right implant which led to its migration into the abdominal cavity / essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)') and menometrorrhagia ('menometrorrhagia') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the placement was complicated" on (B)(6) 2010. The patient's medical history included meningitis (at 5 years-old) in 1978, dermatitis allergic (to some earrings and some bangles), multi gravida (4, no complications), parity 4 (4 vaginal deliveries), venous malformation nos, migraine, asthma, heavy periods (7 days with clots) and dysmenorrhea. Patient did not know that she was allergic to nickel, but she indicated that some earrings and some bangles triggered her skin allergic reactions. No past medical history of menometrorrhagia, more or less regular cycles 28-32 days / 4 days,. Previously administered products included for contraception: mirena and oral contraceptive nos; for migraines: laroxyl. Past adverse reactions to the above products included drug intolerance with oral contraceptive nos. Concurrent conditions included tubal ligation (hospitalization with laparoscopic coagulation of both tubes, essure not removed, no complications) since (B)(6) 2011 and acne. Concomitant products included ferrous sulfate (tardyferon) from (B)(6) 2016 to (B)(6) 2016 and tranexamic acid (exacyl) from (B)(6) 2016 to (B)(6) 2016 for metrorrhagia as well as hydroxyprogesterone caproate (progesterone retard pharlon), ibuprofen since (B)(6) 2017 and paracetamol since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("the placement was complicated ") and procedural pain ("she experienced bilateral pelvic pain for 15-20 days post-procedure essure"). In (B)(6) 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), back pain ("lowe back pain"), fatigue ("chronic fatigue / extreme and continuous fatigue"), visual impairment ("vision disorder"), eye pain ("eye pain/ burning"), alopecia ("hair loss"), gastrointestinal disorder ("intestinal disorders"), speech disorder ("speech disorders") and amnesia ("memory loss"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required). In (B)(6) 2016, the patient experienced intermenstrual bleeding ("metrorrhagia / abundant metrorrhagia"). On (B)(6) 2016, the patient experienced urinary tract infection ("lower urinary tract infection") with abdominal pain and back pain. In 2017, the patient experienced mixed anxiety and depressive disorder ("anxiodepressive syndrome"). On (B)(6) 2017, the patient experienced ovarian cyst ("cyst of 4 cm in the left ovary"). In (B)(6) 2017, the patient experienced adenomyosis ("intrauterine adenomyosis"). On (B)(6) 2017, the patient experienced dermatitis allergic ("redness at 48 hours on allergy test to nickel and titani"). On an unknown date, the patient experienced pelvic pain ("pelvic abdominal pain"), iron deficiency anaemia ("iron anemia"), dry skin ("very dry skin"), acne ("very important acne / acne"), migraine ("frequent migraines"), hypertension ("hypertension"), insomnia ("insomnia"), eating disorder ("difficulty eating") and depression ("depression"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with surgery (endo uterine curettage and hysterectomy and essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menometrorrhagia, back pain, intermenstrual bleeding, complication of device insertion, fatigue, visual impairment, eye pain, alopecia, dry skin, acne, gastrointestinal disorder, migraine, speech disorder, insomnia, eating disorder, depression and amnesia had resolved, the pelvic pain and mixed anxiety and depressive disorder had not resolved and the iron deficiency anaemia, adenomyosis, ovarian cyst, procedural pain, dermatitis allergic, hypertension and urinary tract infection outcome was unknown. The reporter considered acne, adenomyosis, alopecia, amnesia, back pain, complication of device insertion, depression, dermatitis allergic, device breakage, device dislocation, dry skin, eating disorder, eye pain, fatigue, gastrointestinal disorder, hypertension, insomnia, intermenstrual bleeding, iron deficiency anaemia, menometrorrhagia, migraine, mixed anxiety and depressive disorder, ovarian cyst, pelvic pain, procedural pain, speech disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: on (B)(6) 2010 essure insertion performed without anesthesia, placement complicated by a fracture of the right implant, leading to its migration in abdominal cavity, and perforation of the left tube. These two complications are responsible for pelvic pain. She experienced bilateral pelvic pain for 15-20 days post-procedure. She was hospitalized ((B)(6) 2011) for laparoscopic ligation of both tubes, with no essure removal. Mirena-like ius ablation was performed with no essure removal. On (B)(6) 2016: curettage for persistent metrorrhagia (no suspicious findings). On (B)(6) 2017, essure device was removed. Immediately after removal, pain and fatigue resolved, all symptoms resolved, patient can again live a normal life. In 2018 nebivolol 5mg/day for hypertension and roaccutane for acne, patient submitted to ablation of colon polyps and laparoscopic cholecystectomy. On (B)(6) 2019 ovarian atrophy/dystrophy and depression with prescription of escitalopram, on (B)(6) 2019 cymbalta, xanax, brintellix. On (B)(6) 2021 expert conclusion: the patient suffered from adenomyosis exacerbated by estrogenic climate of peri-menopausal period. This pathology caused pelvic pain and menometrorrhagia. Migration into the abdominal cavity and perforation of the left tube are responsible for pelvic pain. In general, the multiple symptoms of which the patient complained are not related to essure implants. These two complications are the fault of the healthcare establishment. As per follow-up of (B)(6) 2021: conclusion of medical expert: in general, the multiple symptoms of which the patient complained are not related to essure implants, nor to the complications of their faulty installation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Abdominal x-ray - on (B)(6) 2011: 2 implants, right essure on right iliac side, estimated measure between two implants on distal parts: 10.1 cm. Essure had migrated and was broken: a piece of one millimeter was found in horn, other part of implant remained abdominal; on (B)(6) 2018: complete ablation of the essure devices. Allergy test - on (B)(6) 2017: nickel and titanium: negative at 72hs. Computerised tomogram pelvis - on (B)(6) 2017: broken right implant with omental migration and a left implant in cornual position. Gynaecological examination - on (B)(6) 2016: dilation and curettage procedure was associated with a mirena insertion. No structural hyperplasia or suspicion of malignancy. No endometrial hyperplasia. No workup for uterine adenomyoma performed. Laparoscopy - on (B)(6) 2017: essure device was removed (hysterectomy), complicated intervention, right essure in two pieces (stainless steel inner coil and part of the coil was epiploic; other part of the coil in isthmus of right fallopian tube), left essure also broken in two part, almost transfixing. Magnetic resonance imaging - in (B)(6) 2018: ovaries normal in size and morphology without cysts or suspect mass, complete ablation of the essure devices. Pathology test - in (B)(6) 2017: histology post-essure ablation : intrauterine adenomyosis. Ultrasound abdomen - in (B)(6) 2018: performed for abdominal pain, revealed uncomplicated gallstones. Ultrasound pelvis - on (B)(6) 2016: performed for menometrorrhagia, no anomalies identified (no fibroid, sign of adenomyosis, or other abnormality); on (B)(6) 2017: enlarged uterus measuring 103x50 mm with a thin endometrium and a functional cyst of 4 cm in the left ovary. It confirms the fracture and migration of the right implant; on (B)(6) 2017: found right essure broke in two parts; no adenomyosis or uterine fibroma; on (B)(6) 2018: monitoring after essure removal: no more essure pieces were found. . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-sep-2021: follow up was received via lawyer: medical history added: height 158cm, weight 63kg. Gravida 4. No miscarriage or abortion.contraception: progestogen, progesterone iud. Gynecological: according to the medical file. More or less regular cycles 28-32 days / 4 days. Oral contraception was poorly tolerated, periods were heavy and painful, even with mirena iud contraception.the patient was regulated for 7 days with the presence of clots. Event added: complication of device insertion. Device insertion difficult was non-serious (downgrade). Patient was hospitalized (seriousness criterion added). Xray (B)(6) 2018 and MRI (B)(6) 2018 showed complete ablation of the essure devices. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration / stainless steel inner coil and part of the coil was epiploic / the other part of the coil was in isthmus of right fallopian tube / a piece of one millimeter was found in horn, other part of implant remained abdominal"") and device breakage ("essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dermatitis allergic (to some earrings and some bangles.). Patient did not know that she was allergic to nickel, but she indicated that some earrings and some bangles triggered her skin allergic reactions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menometrorrhagia ("menometrorrhagia"), fatigue ("chronic fatigue / extreme and continuous fatigue"), visual impairment ("vision disorder"), eye burns ("eye burns"), amnesia ("memory loss"), speech disorder ("speech disorders"), alopecia ("hair loss"), gastrointestinal disorder ("intestinal disorders") and back pain ("low back pain"). In 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). On (B)(6) 2017, 6 years 10 months after insertion of essure, the patient experienced erythema ("redness at 48 hours on allergy test to nickel and titani"). On an unknown date, the patient experienced migraine ("frequent migraines"), insomnia ("insomnia"), depression ("depression"), acne ("very important acne"), dry skin ("very dry skin"), pelvic pain ("pelvic pain"), eye pain ("eye pain"), eating disorder ("difficulty eating") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy and essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menometrorrhagia, fatigue, visual impairment, eye burns, amnesia, speech disorder, alopecia, gastrointestinal disorder, back pain, migraine, insomnia, depression, acne, dry skin, pelvic pain, eye pain, eating disorder and metrorrhagia had resolved and the erythema outcome was unknown. The reporter considered acne, alopecia, amnesia, back pain, depression, device breakage, device dislocation, dry skin, eating disorder, erythema, eye burns, eye pain, fatigue, gastrointestinal disorder, insomnia, menometrorrhagia, metrorrhagia, migraine, pelvic pain, speech disorder and visual impairment to be related to essure. The reporter commented: in (B)(6) 2011, the patient underwent surgical intervention consisting of electrocoagulation of the proximal part of the fallopian tubes, with no essure removal. On (B)(6) 2017, the essure device was removed (hysterectomy). The intervention was complicated. It was observed that the right essure was in two pieces: stainless steel inner coil and part of the coil was epiploic and other part of the coil was in isthmus of right fallopian tube. The left essure was also broken in two part, almost transfixing immediately after removal, pain resolved and the fatigue also. The patient saw all her symptoms resolved and can again live a normal life. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel and titanium: - negative 72hs . (B)(6) 2011 - essure confirmation test: it was observed that essure had migrated and was broken: a piece of one millimeter was found in horn, other part of implant remained abdominal. No allergy tests had been performed. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-sep-2018: follow-up information received from an attorney. Medical history updated. New events added / updated. Patient recovered of all events after essure removal. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration / stainless steel inner coil and part of the coil was epiploic / the other part of the coil was in isthmus of right fallopian tube / a piece of one millimeter was found in horn, other part of implant remained abdominal"'), device breakage ('essure was broken (right essure was in two pieces / left essure was also broken in two part, almost transfixing)') and menometrorrhagia ('menometrorrhagia') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dermatitis allergic (to some earrings and some bangles.) And parity 4. Patient did not know that she was allergic to nickel, but she indicated that some earrings and some bangles triggered her skin allergic reactions. No past medical history of menometrorrhagia. Concomitant products included ibuprofen since (B)(6) 2017 and paracetamol since (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue / extreme and continuous fatigue"), visual impairment ("vision disorder"), eye burns ("eye burns"), amnesia ("memory loss"), speech disorder ("speech disorders"), alopecia ("hair loss"), gastrointestinal disorder ("intestinal disorders") and back pain ("low back pain"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device breakage (seriousness criterion medically significant). In 2017, the patient experienced anxiodepressive syndrome ("anxiodepressive syndrome"). On (B)(6) 2017, the patient experienced dermatitis allergic ("redness at 48 hours on allergy test to nickel and titanium"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced migraine ("frequent migraines"), insomnia ("insomnia"), depression ("depression"), acne ("very important acne"), dry skin ("very dry skin"), pelvic pain ("pelvic abdominal pain"), eye pain ("eye pain"), eating disorder ("difficulty eating"), metrorrhagia ("metrorrhagia") and hypertension ("hypertension"). The patient was treated with surgery (endo uterine curettage and hysterectomy and essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menometrorrhagia, fatigue, visual impairment, eye burns, amnesia, speech disorder, alopecia, gastrointestinal disorder, back pain, migraine, insomnia, depression, acne, dry skin, eye pain, eating disorder and metrorrhagia had resolved, the pelvic pain and anxiodepressive syndrome had not resolved and the dermatitis allergic and hypertension outcome was unknown. The reporter considered acne, alopecia, amnesia, anxiodepressive syndrome, back pain, dermatitis allergic, device breakage, device dislocation, dry skin, eating disorder, eye burns, eye pain, fatigue, gastrointestinal disorder, hypertension, insomnia, menometrorrhagia, metrorrhagia, migraine, pelvic pain, speech disorder, visual impairment and depression to be related to essure. The reporter commented: in (B)(6) 2011, the patient underwent surgical intervention consisting of electrocoagulation of the proximal part of the fallopian tubes, with no essure removal. On (B)(6) 2011: right fallopian tube ligation was performed with no essure removal. On (B)(6) 2016: curettage for persistent metrorrhagia. Conclusion: endo uterine curettage no suspicious structure of malignancy or hyperplastic. On (B)(6) 2017, the essure device was removed (hysterectomy). The intervention was complicated. It was observed that the right essure was in two pieces: stainless steel inner coil and part of the coil was epiploic and other part of the coil was in isthmus of right fallopian tube. The left essure was also broken in two part, almost transfixing immediately after removal, pain resolved and the fatigue also. The patient saw all her symptoms resolved and can again live a normal life. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: 2 implants, right essure on right iliac side, estimated measure between two implants on distal parts: 10.1 cm. It was observed that essure had migrated and was broken: a piece of one millimeter was found in horn, other part of implant remained abdominal.. Allergy test - on (B)(6) 2017: results: nickel and titanium: - negative 72hs. Nuclear magnetic resonance imaging - in (B)(6) 2018: ovaries normal in size and morphology without cysts or suspect mass. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2019: medical history added: parity and no past medical history of menometrorrhagia. New events reported: anxiodepressive syndrome and cardiologic disorder (hypertension). Outcome of event pelvic abdominal pain was reported as not recovered. Intervention for the event menometrorrhagia was reported. Insertion details and further examinations/ lab data, as anatomopathology, were provided. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.